Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm replaced battery now. Customer's blood glucose at time of incident was 9.1mmol/l. The customer stated did not received a low battery alert prior to the replace battery now alarm. The customer stated that this is second occurrence of replace battery now without a low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives.